Event description:
New information received noted the lead was explanted and replaced. There were no complications, and the patient was discharged next morning.

Manufacturer narrative:
The reported events of failure to capture and high pacing lead impedance were confirmed. As received, a partial lead was returned in two pieces. Visual inspection of the lead found evidence of calcification covering the ring electrode which is assumed to be the cause of the rise in the pacing impedance and failure to capture as indication on the device session records. The lead impedance could not be tested due to the condition of the lead.

Event description:
It was reported that the patient presented in-clinic for a follow-up check on(B)(6)2023 . Upon review, the right ventricle lead exhibited high pacing impedance, trend had started from 26 september 2022 and no sustained capture at 6 volts. No intervention was performed. Patient was stable.